Event description:
Stent deployment balloon system came apart while being removed after deploying the stent. The delivery system was inside the guide catheter at the time. The guide was successfully removed with the stent system inside. No harm to patient. Stent was deployed successfully.